Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm approximately 21 months ago. The vessel morphology at the time of implant was reported as moderate tortuosity, no calcification, the aortic neck was 23 mm in diameter and 5.5 cm in length. A recent CT demonstrated that there is disease progression with aortic neck dilatation, currently the aortic neck is 25 mm in diameter. It was reported that the stent graft has migrated with a type I endoleak. The physician elected to treat the patient with a 28 aneurx cuff and a 30 mm talent aortic cuff and the stent graft migration and endoleak were resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (migration, endoleak), (disease progression with aortic neck dilatation).